Event description:
Info received indicated the "out of bed" mode would not arm.

Manufacturer narrative:
Attempts have been made to ensure resolution, however, the customer has not responded with any further info.